Event description:
Customer reported device = 666 mg/dl which occurred about five years ago. Recently at 11:55 am, device = 220 mg/dl. No minutes later, device = 634 mg/dl at 12:03 am. At 12:36 am, device = 170 mg/dl. No treatment was received. No controls used. A request was made for return product and replacement product was sent